Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The insulin was leaking from the catheter. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.